Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the "white gasket", or teflon pad, was falling off. The instrument was replaced with a third party instrument. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. Intuitive surgical followed up with the customer and obtained the following additional information: the teflon pad did not fall inside the patient and was still attached on the tip. The entire instrument was taken out after the issue was observed.

Manufacturer narrative:
D11-intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The teflon pad of the clamp arm was found to be damaged. It shows signs of thermal damage. Additional findings not reported by site: the instrument was found to have blade damage. The blade was indented. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. This failure is most commonly caused by mishandling/misuse. In addition to the teflon pad damage analysis: this failure is most commonly caused by mishandling/misuse.